Event description:
This is filed to report the clip opening while locked (cowl) and intervention. It was reported a mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 degenerative mitral regurgitation (mr). An xtw clip was prepared per instructions for use. The clip was inserted and grasped successfully at the a2/p2 position. The deployment sequence was successful, however, when the clip was detached from the clip delivery system (cds), the clip opened from closed to 45 degrees. An additional xtw clip was implanted medially to stabilize the first clip and to further reduce mr. The mr was reduced to grade 1-2. On (B)(6) 2022, the second implanted xtw clip detached from the posterior leaflet. The mr then rose back to severe. No additional information was provided. The patient was scheduled for a surgical procedure to take place on (B)(6) 2022 to either replace or repair the valve. The patient was noted to be stable after the surgical procedure, however, it was not yet noted whether it was a replacement or repair that took place. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opening while locked could not be replicated in a testing environment due to the returned condition of the device (only clip without the cds was returned). A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported clip opened while locked (cowl) cannot be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Cine review: four (4) fluoroscopic videos were provided. In the first video (titled "1st clip deployment") the reported cds can be visualized. Initially, the clip is attached to the delivery catheter (dc) l-lock shaft and the clip arm angle appears to be ~45°. At the 00:03 mark, the dc shaft is retracted back, the clip is detached from the l-lock, and the video continues to run for another 6 seconds. There is no apparent change in the clip arm angle when the clip detaches from the l-lock; the clip arms appear to maintain the same position for the duration of the first video. It is unclear what the clip arm angle was after the lock line was removed and the second efaa check was performed. Based on the first video, it appears the first clip (reported device) was deployed at ~45° with no noticeable change during or immediately (~6 seconds) post detachment from the l-lock. The subsequent three videos (titled "2nd clip 1st faa", "2nd clip 2nd faa", and "2nd clip deployment") were taken during usage of the second cds. In all three videos, the first implanted clip (reported device) can be visualized along with the second cds in active use. In these videos, the reported clip appears to be opened to ~70°. In addition, the second clip (no reported issue) appears to be deployed at ~30° - 40°. While the stated arm angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the first clip is opened to a noticeably larger degree than the second clip in the three subsequent videos taken during use of the second cds. In addition, when comparing the arm angle of the reported clip in the first video, taken during active dc detachment, to the arm angle in the following three videos it appears the clip opened ~20° - 30°. The cine provided shows the first clip at ~45° at the moment of detachment from the l-lock with no apparent opening during or immediately after detachment. During the elapsed time between the first video and subsequent videos the first clip appears to have opened to ~70°. This does not align with the reported incident details that "when the clip was detached from the cds, the clip opened from closed to 45 degrees"; however, it is apparent the reported clip experienced cowl post deployment.

Event description:
This is filed to report a single leaflet device attachment (slda) and surgical intervention. It was reported a mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 degenerative mitral regurgitation (mr). An xtw clip was prepared per instructions for use. The clip was inserted and grasped successfully at the a2/p2 position. The deployment sequence was successful, however, when the clip was detached from the clip delivery system (cds), the clip opened from closed to 45 degrees. An additional xtw clip was implanted medially to stabilize the first clip and to further reduce mr. The mr was reduced to grade 1-2. On (B)(6) 2022, the second implanted xtw clip detached from the posterior leaflet. The mr then rose back to severe. No additional information was provided. The patient was scheduled for a surgical procedure to take place on (B)(6) 2022 to either replace or repair the valve. The patient was noted to be stable after the surgical procedure, however, it was not yet noted whether it was a replacement or repair that took place. It was later reported that the patient had a mitral valve repair operation and the mitraclips were retrieved. Subsequent to the previous report, the additional information was obtained (user facility and additional information regarding the second clip): user facility medwatch report (#2400100000-2022-8118) received that states: "the patient presented to the cath lab for a mitraclip repair. The procedure was going according to plan. The mitral clip delivery device was advanced and deployed. According to tee imagery mv regurge was reduced to trivial. The device placement and amount of regurge was checked multiple times, and the clip was released from the retrieval wire. The clip remained closed at the time of release. The clip then spontaneously opened due to an error in manufacture. Attempts were made to introduce a second clip, but they were unsuccessful. The delivery system was withdrawn and the patient went to or for open mitral valve repair and retrieval of mitraclips." It was confirmed with the abbott representative, that on 09/27/2022, the second clip (cds0701-xtw, 20511r153) had been successfully delivered and deployed. On 09/28/2022, a single leaflet device attachment (slda) was observed with the second implanted clip. It was confirmed with abbott representative that the surgical intervention occurred on 5 october 2022.